Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The emergency room doctor reported that the customer was hospitalized for high blood glucose with a reading of 300 mg/dl. The doctor wanted the insulin pump tested. Spoke with the customer and she stated that she changed the infusion set two days ago. The customer also mentioned that she had a virus and food poisoning about a week ago and this could have contributed to the high blood glucose levels. Troubleshooting revealed that the customer was not rewinding and priming the insulin pump every time she changed the infusion set. Also found that the customer was re-using the reservoirs. The insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests.